Event description:
Bed was placed in reverse trendelenburg to boost the patient. The bed made a loud noise and then all the lights started to blink. The bed remained locked in reverse trendelenburg. Unable to change bed settings.